Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access IV tubing split open at the clamp site which resulted in a chemotherapy leak. The set was used with carboplatin. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.